Manufacturer narrative:
The lifter was inspected and found to be in good condition with only scratches on the legs. The sling was also inspected and found to have a worn clip. Additional slings were inspected and found to have ripped stitching in the padded leg extension and small holes in the fabric. Although the caregivers appear to have been vigilant and focused on the resident, it does appear that the care personnel at the facility were not aware of the sling instructions to check slings before and after use with each patient. The lifter operating and product care instructions state, "...it is essential that the sling attachment cords, the slings, their straps and attachment clips are carefully inspected before each and every use. If the slings, cords or straps are frayed, or if the clips are damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." The manufacturer recommends lift operators be retrained to the operating and product care instructions, in particular the section entitled "care of your marisa" and the sling instructions sheet.

Event description:
The facility reports when transferring the resident from the wheelchair, one caregiver pulled the wheelchair away, and the resident leaned to the right and to the back while lifting her left knee, causing the clip to unhook. The second caregiver was able to grab the resident by the shirt and lower her to the ground between the legs of the lift. No injuries were reported.